Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on (date) in a follow-up call in order to ensure the customer's condition since the initial call; customer called the ems and was given IV fluids and taken to the hospital where they administered 3 injections for her migraine. They took an EKG a nd x rays. Her diagnosis was hypoglycemia. Her blood glucose at the hospital was 94. Customer left the facility on the same day. Customer states they are stable and feels well at the time of the call.

Event description:
Consumer reported complaint for low blood glucose test results. Bonnie (wife) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 60 mg/dl. The customer's expected fasting blood glucose test result range is 70 o 75mg/dl. The customer feels did report symptoms of dizziness, feeling light headed and having a migraine. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 78mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is: (B)(6) 2017. The meter memory was reviewed for previous test result history (B)(6). Customer's meter read 60 mg/dl and ems meter read 94 mg/dl. Hospital results 20 minutes later from blood serum was 90 mg/dl. Customer is concerned with meter giving results that are lower than actual blood sugar level. Customer denies signs or symptoms of hypoglycemia at time of call. Customer denies need for medical attention at time of call.